Event description:
It was reported that two bd venflon¿ pro safety shielded IV catheter experienced needle through catheter during use. The following information was provided by the initial reporter: we have had an issue with 2 venflons where the plastic is bending & snapping.

Manufacturer narrative:
Investigation summary two photos and ten representative samples from batch 1323802 were received by our quality team for evaluation. The first photo shows a top web with batch 1323802 and the second photo shows a needle pierced through the catheter is observed on the sample. The representative samples were subjected to visual inspection. All samples passed the acceptance criteria, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the returned photos, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the needle pierced through the catheter. Therefore, the probable root cause for the reported defect could be due to the user having partially withdrawing the needle from the catheter and reinserting the needle into the catheter, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product was used, the root cause cannot be determined.